Event description:
It was reported that the patient experienced a variety of symptoms of pain since she had a myogram, a cat scan, and x-rays taken on (B)(6) 2012; this included acute pain in her back and swelling in her legs. The patient had her implantable neurostimulator (ins) off for the tests. It was noted that the patient experienced shaking in her right hip after her test but it stopped the following day. It was further noted that the patient was "struck buy a woman with a 30 lbs. Piece of wood" on (B)(6) 2012; since then, the patient experienced pain in her right arm, chin, neck, and side of right ear; the patient was also experiencing electrical stimulation in her tongue and having headaches. The patient's bladder symptoms were "doing just fine." The patient's physician wanted to reprogram her device, but the patient was hesitant because her symptoms were "fine.' It was noted that the patient believed that "the tissue in her neck" was "pulling" since she was struck by the piece of wood, and it was "causing her to have issues." She felt "a piece of bone sticking out of her neck" when she was struck and "had to push it back in." It was also noted that the patient had an old neck injury that occurred in 1995 that affected her c3 vertebrae. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28, lot #: v737879, implanted: (B)(6) 2011, product type: lead; product ID: 3037, serial #: (B)(4), product type: programmer. (B)(4).